Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the dialysis unit, two weeks following the insertion into the patient's left femoral, an air bubble leak was noted at the arterial lumen while flushing/drawing blood. A crack was seen at the arterial lumen end. As a result, the hub was exchanged with new repair kit. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a crack in the arterial lumen end was confirmed. One nextstep connector assembly with two syringes attached was returned. Visual examination revealed the catheter connector assembly exhibited evidence of use. Microscopic examination revealed that the red luer hub (arterial) has a crack starting near the mold line at the opening, and extending down 13 mm. No cracks were observed in the blue hub (venous). Because of the observed damage, the luer taper of the arterial red hub could not be accurately measured. The luer taper of the blue hub was determined to be within specification. The IFU for this product warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. It also states not to use acetone with this catheter and that the catheter, extension lines and connectors should be examined before and after each use. A device history record review was performed and did not reveal any manufacturing related issues. Based on the appearance of the crack and the report that the crack occurred other remarks: during use, operational context caused or contributed to this complaint. No further actions will be taken.